Manufacturer narrative:
Patient information is unknown. The hospital declined to provide the patient information. During removal of the angiosculpt device, the catheter separated in the sheath. The physician removed the entire system and replaced the sheath to take final pictures of the lesion. This resulted in prolongation of the case. No clinical injury reported by the physician. The angiosculpt device was returned intact with the sheath for lab analysis. The shaft broke approximately 24cm proximal from the intermediate bond but remained intact to the guide wire. The distal bond leaflets are slightly lifted but all accounted for. The distal portion of the balloon is accordion and the inner member is stretched. Based in the lab analysis, the evidence of a stretched inner member suggests that the device experienced excessive exertion of force by the user. According to the instructions for use (IFU) for angiosculpt pta scoring balloon catheter otw, retained device components is listed as possible adverse effect of the procedure.

Event description:
Physician placed a 6f cook ansel sheath and used a 0.014" abbott asahi guide wire. The lesion was distal superficial femoral artery (sfa) and popliteal (pop) and very calcified and could have been documented as chronic total occlusion (cto). Because of the cto properties, an ev3 pta 4x150 was used initially to cross and create a channel to determine whether an angiosculpt would be beneficial to use. After a short discussion based on the poor balloon results, it was decided that the angiosculpt would be a good choice. The angiosculpt was positioned first in the distal sfa and inflated to 6 atms for two minutes, and then inflated to 4 atm for two minutes in the pop. Upon deflation, the backing out of the angiosculpt was very hard/sticky and a second negative pressure was applied for deflation. The removal was very hard and felt like the wires were stuck in the lumen. Having got the angiosculpt to the sheath, the physician attempted to remove the catheter but it separated in the sheath. All devices were removed at once including the sheath. A new sheath was inserted in place and final pictures were taken to show no further evidence of lesion issues were seen based on the pictures following the initial pta balloon results.